Event description:
During a shunt percutaneous transluminal angioplasty (pta) procedure that the platinum plus guide wire did not cross the lesion. The top of the wire was seperated and remained inside of the pt's body when torquing the wire. The physician tried to pick up the sepasrated wire, but could not get it. The procedure was completed and the pt status is reported as stable.